Manufacturer narrative:
(B)(4).

Event description:
It was reported that telemetry confirmed a critical alarm had occurred. The pump was in safe state and showed multiple low battery reset logs. No pt symptoms were reported. The pump was used to deliver intrathecal baclofen. Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.